Event description:
It was reported by getinge service territory manager (stm), during preventive maintenance (pm). The IV pole in the cs300 intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced broken pole clamp assembly and the issue was resolved. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. All passed. The iabp was released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).